Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:15:48. During night drain cycle three, the patient's ultrafiltration reading was 3573ml, indicating the home patient (hp) drained 3573ml more than their maximum programmed fill volume of 2000ml. No additional information is available.